Event description:
It was reported that when using one (1) bd preset¿ eclipse¿, blood leaked past the stopper. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 14-aug-2025 investigation summary bd received 32 customer samples for investigation. A total of 10 of customer samples and 10 retained samples were used in functional tests. In the functional test with the tested customer and retained samples, all syringes functioned as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd preset¿ eclipse¿, blood leaked past the stopper. No adverse impact was reported regarding the patient or user.